Manufacturer narrative:
H10: the lot number for the malfunction was not provided; therefore a lot history will not be performed. The device was returned and self activation was not identified. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced self-activation or keying. This information was received from a single source. The malfunction did not have any patient involvement. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced self-activation or keying. This information was received from a single source. The malfunction did not have any patient involvement. The patient¿s age, weight, and sex were not provided.